Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.50x38mm promus element " long drug eluting stent was advanced to treat the lesion. However, during procedure, stent struts broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination found that the distal piece which consists of the stent, balloon and tip was not returned for analysis therefore analysis of the stent, balloon and tip could not be performed. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.50x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion. However, during procedure, stent struts broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.